Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sigmoidectomy procedure, after firing the stapler, the surgeon experience difficulty removing the device from the rectum. Surgeon had to use more force to get the device out of the anastomosis, and upon removing, the anvil disconnected and stay at the rectum. To resolve the issue, they retrieve the anvil manually with hand. The ring was completed, but some deformed staples was seen at the ring. A test was performed to identify if there's a leak but the staple line was ok, also rectoscopy was performed to make sure if the anastomosis is ok and confirmed that it is ok. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the device under the microscope displayed nicks on the knife blade and a cross cutting staple was also observed in the mylar cutting ring. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the observed knife blade damage and a cross cutting staple in the mylar cutting ring may occur if the instrument is applied over an obstruction. The instructions for use manual for this product states: "4. Make certain that the section of tissue to be stapled is free from any metal or similar structure; otherwise, the knife blade may not cut." The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.